Manufacturer narrative:
Additional devices listed in this event: catalog: 64812100, description: mrh tib rot comp xs-x,l lot: 038377; catalog: 64812120, description: mrh axle lim rev, lot: ctd2117; catalog: 64812110, description: mrhk femoral bushing, lot: ldf733; catalog: 64812130, description: mrhk bumper insert - neutral, lot: ldf257; catalog: 64812140, description: mrhk tibial sleeve, lot: lcz994; catalog: 5565-s-014, description: tri press-fit stem 14mm x 100mm, lot: m6v07j; catalog: 64952040, description: gmrs dist fem comp std r 65mm, lot: s98ej; catalog: 64853113, description: mrs fem stem w/o body 13x127mm, lot: 115023a. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available for return.

Event description:
Postoperative diagnosis: patient underwent right total knee replacement & previous revision outside of cors scope. Patient had failed right total knee arthroplasty secondary to ppfx, underwent the revision of total right knee with treatment of supracondylar femur fracture on (B)(6) 2013 with a dfr by dr. (B)(6). Patient had infected prosthesis right total knee replacement and subtotal synovectomy exchanged (B)(6) 2013. All components exchanged except femur.